Event description:
Report received from (B)(6) stating that the device had damaged bearings. It is known that the device was not being used in surgery. It is unk if injury or medical intervention occurred. No add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is in process. When the investigation has been completed or add'l info becomes available, a supplemental MDR will be sent. Ref: (B)(4).